Event description:
The customer reported suspicious trace at the central monitoring/nurse station. The customer reported us signal had no typical doublebeat.

Manufacturer narrative:
The clinicians chose emergency c-section because of the suspicious trace. The baby was already deceased. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.